Event description:
It was reported that the zimmer skin graft mesher was not cutting properly. Customer stated that the cutters are not the issue. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.